Manufacturer narrative:
The attachment was rec'd at the MFR for eval. Based on the investigation details, the reported condition of the device leaking was confirmed after the device was disassembled. Debris was also identified in the attachment. If there is a build-up of this type of debris in an attachment it may start to corrode the components, including the bearings. There should not be any debris left in the device if cleaned as per the instructions for use (IFU). The IFU, which is provided with the attachment, recommends the correct cleaning and sterilization methods for the device.

Event description:
It was reported that the attachment began leaking a black substance during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.